Manufacturer narrative:
There are 2 spacers with same part# involved in the event. However, it is unknown which of the devices led to the event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: l1-s1lumbar spinal canal stenosis procedure used: l2/3 transforaminal lumbar interbody fusion (tlif), l3/4 transforaminal lumbar interbody fusion (tlif), l4/5 posterior lumbar interbody fusion(plif), l5/s1 posterior lumbar interbody fusion(plif) it was reported that a spacer was used in plif surgery. Post-op, 1 year and 2 months after the operation, bone fusion was not achieved and pseudoarthrosis was confirmed at l5/s. There was no plan to perform re-operation.